Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00424. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance two ruby coils through a microcatheter, the physician experienced stiffness and decided to remove the coils. The procedure was completed using additional ruby and pod packing coils. There was no report of an adverse effect the patient.